Manufacturer narrative:
PMA/510(k) #k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113 . This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. 1 unit of lot c1569205 of echo-hd-3-20-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation. The needle was found to be broken distally. The complaint detailed that the needle part which was broken hadn't been retrieved so information was requested to check if the needle was now retrieved and if there had been any adverse effects on the patient. It was confirmed that the needle part is still within the patient and the pain higher than before punction. Answers to the additional questions was received after the initial lab evaluation. Information received detailed 1cm of the stylet detached inside of the patient as well as the broken needle part. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1569205 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1569205. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to use of the stylet. The failure of needle broken was observed in the laboratory. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. Other possible root causes could be attributed to the difficult scope angulation and the calcified lesion as detailed in the additional information resulting in the needle and in turn stylet breaking. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Pain is higher than before punction. Needle tip is still inside the lesion, impossible to remove complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: needle broken at the third punction. Problem is that customer could not find tip of needle. They checked with video endoscopy but they could not find needle tip. They did not think to do a x-ray image for being sure that needle tip is not inside the patient. Customer does not know if they lost needle tip inside or outside of the patient. Patient left (B)(6) hospital but is still hospitalized in another hospital. (B)(6) is going to contact the other hospital for making scanner examination, they are going to keep us in touch.

Manufacturer narrative:
PMA/510(k) #k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow-up report is being submitted as the investigation into this event is still being carried out. A follow up MDR will be submitted to include the investigation conclusions. Initial report details: needle broken at the third punction. Problem is that customer couldn¿t find tip of needle. They checked with video endoscopy but they couldn¿t find needle tip. They didn¿t think to do a x-ray image for being sure that needle tip is not inside the patient. Customer doesn¿t know if they lost needle tip inside or outside of the patient. Patient left cochin hospital but is still hospitalized in another hospital. Cochin is going to contact the other hospital for making scanner examination, they are going to keep us in touch.

Manufacturer narrative:
PMA/510(k) #k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle broken at the third punction. Problem is that customer couldn¿t find tip of needle. They checked with video endoscopy but they couldn¿t find needle tip. They didn¿t think to do a x-ray image for being sure that needle tip is not inside the patient. Customer doesn¿t know if they lost needle tip inside or outside of the patient. Patient left (B)(6) hospital but is still hospitalized in another hospital. (B)(6) is going to contact the other hospital for making scanner examination, they are going to keep us in touch.